Event description:
Philips received information of an event while a v60 ventilator was in use, indicating that the patient grew uncomfortable after 3 days of ventilation. The device was reported to be in use at the time of the reported problem. The customer informed the authorized service provider (asp) that the patient felt dizzy, had a headache, and vomited. The patient was transferred to the ICU. No device issue was alleged to have been observed at the time of the event, and the customer stated that they would like onsite service to be performed on the device to determine if there were any device issues at the time the patient discomfort/issue began. In a good faith effort (gfe) response from the asp received on 13jan2025, it was stated that the serial number was unknown, and that the device was out of warranty, so the customer needed to decide on if they would proceed with repair through philips. In a gfe response from the asp received on 15jan2025, it was provided that there was no device issue, and the customer had resolved the patient symptoms. The customer did not wish to disclose further information regarding the clinical information of the patient before, during, or after the event. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H10: e1: (B)(6).